Manufacturer narrative:
The device was returned and evaluated and confirmed as horizontal lines on the image was due to a faulty printed circuit board and this was due to liquid ingress. Additional findings include the following: water ingress found in the scope connector side and labels were smudged, the distal end and objective lens had scratch, the plastic distal end cover had dents and scratches, the connecting tube had wrinkles, the charged coupled device (ccd) cover lenses were scratched, the ccd glue was discolored, and the switch 1 had cuts. This is an ongoing investigation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there were connector defects with the evis lucera elite gastrointestinal videoscope. The issue occurred during the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image problem, due to water ingress in the scope connector side. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.